Event description:
It was reported that the lock on the 9600 system c-arm will not lock into place. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the c-arm brake pads. The system was tested and found to be working as intended and placed back into service.